Event description:
While doing knee arthroscopy, the surgeon noted that the shaver blade and handpiece became very hot. It was noted a small 0.2 cm by 2 cm superficial area was burned on the patient's knee beside the portal. A different blade was obtained, and the procedure was completed. The blade was noted to be slightly bent, which most likely resulted from applying torque to manipulate the blade into a hard to reach area. Per the stryker endoscopy technician, this could cause the unit to heat up.